Event description:
It was reported that a balloon ruptured in a patient during a procedure. The patient's age, sex, and weight are unknown. No adverse events were reported.

Manufacturer narrative:
Evaluation summary: the device was returned to the manufacturer for evaluation. According to numed investigation results, a microscopic evaluation showed that the balloon had a circumferential burst at the center. The inner tubing of the catheter was stretched. While the image bands had moved, they were still remaining on the inner shaft of the catheter. No kinks in the outer shaft were noted. A review of the manufacturing traveler package for the lot raised no concerns; all units were accepted. The cath laboratory confirmed that an indeflation was used in the procedure, as recommended in the instructions for use. The lab also confirmed the balloon burst at approximately 2-3 atm.